Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The starclose device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a small-bore hole in the right common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully placed. The sheath remained a 6f and the evar procedure was completed. Reportedly post procedure, the knots of both pre-placed proglide sutures were successfully advanced; however, hemostasis was not achieved. A starclose se device used. When using the starclose se, thumb advancement was difficult but was ultimately successful. The sheath split incorrectly, it was "frayed". None of the frayed material separated completely from the device. The clip was placed without problems and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.